Event description:
A home pt reported an overfifill situation while performing peritoneal dialysis therapy manually in 2007. During eval of the pt's home choice device used for the previous therapy, the baxter tech identified add'l potential overfill situations. Per the device log, the pt had a positive ultrafiltration (uf) of 870ml during cycle 4 of therapy on four days before, indicating that the pt drained 870ml more than their fill volume. The pt's fill volume was 2700ml. Following the device eval, a follow up call was made to the home pt's nurse. The home pt was in the clinic during the call and was having a meeting with the nurse, a nutritionist, and the social worker. The nurse was familiar with the pt's complaints of potential overfills. The pt was meeting that day to find any possible contributing factors to these events. The pt had been following dietary restrictions. Pt had not started any new medications or had any changes to therapy. The nurse answered that the pt does not seem to be retaining fluid. Home pt stated he wants to keep using his current homechoice and will just call in if he has any symptoms. Writer and nurse reviewed when pt should call technical services. The nurse said she will closely monitor the pt's fill/drain volumes and diet, medications, etc.

Manufacturer narrative:
Three simulated pt therapies were performed on the homechoice device using the pt's therapy settings and no problems were encountered. The device was then tested for volumetric accuracy. The fluid volume delivered to and removed from the simulated pt for each exchange was within design specifications for the device. Software was then used to monitor the device's pneumatic system. No problems were revealed and all pressures were correct and stable. The cover was opened and an internal inspection performed; no problems were revealed during this inspection. A review of the device's logs shows the device was functioning properly. A review of the device service history revealed no past trends. The device functioned normally during testing. The eval did not confirm any failure or malfunction of the device that would have caused or contributed to the reported difficulty of overfill.